Event description:
The embolizing procedure of the cerebral aneurism showed an increase in friction during the advance of the deltapaq coil through the microcatheter. It was imposible to release it into the aneurism.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During the coil embolization procedure of the cerebral aneurism there was an increase in friction during the advancement of the 6 mm x 16 cm deltapaq platinum microcoil through the prowler microcatheter. After repositioning the coil twice in the aneurysm, the coil could not be detached. The coil was withdrawn without injury to the patient; however, it unraveled in the process. No additional intervention was required to remove the device. The pre-deployment test was not performed and the detachment button was pressed twice with attempt to detach the coil. The connecting cable and detachment control box were not replaced in order to detach subsequent coils. The lot number of the prowler microcatheter is not known; therefore, a device history record review cannot be completed. The device was not returned for analysis. Without the return of the device, no conclusion can be made regarding the relationship of the microcatheter to the reported event. Therefore, no corrective actions will be taken at this time.